Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient acquired pneumonia and an infection. The patient was admitted to a hospice and follow-up indicated that the patient passed away. Nevro attempted to obtain a formal medical assessment regarding the nature of the death, but none was available. It was noted that the implanting physician did not believe these issues were related to the device.